Manufacturer narrative:
January 06, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4) the device remains implanted. Description of lead connection is part of the labeling. Results: the reported event is related to the user technique at the time of implantation. Conclusion: proper operation was observed and the device can remain implanted.

Event description:
During re-intervention for ventricular lead dislodgement, blood infiltration got into the atrial distal cavity and atrial lead lumen. The atrial lead was eventually re-connected to this pacemaker and normal functioning was confirmed. The device remains implanted.